Event description:
Caller states that, the patient tested 1.9 inr and 3.2 inr during duplicate testing on the same device. A lab result reportedly returned with a result of 7.6 inr. Timeframe not provided. Caller states that the patient's coumadin was held due to device results, but no adverse event reported due to this action. Requested return of suspect device and replacement was sent.